Event description:
The following has been reported: biomed reported: (B)(6): touch screen not working. No patient of user harm was reported and no report of stopped infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for touchscreen losing input functionality. This was observed as the screen did not accept inputs. An internal investigation was performed and found the touchscreen input cable was unplugged. After plugging it back in and checking that the connection was not loose, touchscreen functionality was restored. No other damage found.